Manufacturer narrative:
The device was not returned for analysis. Nevro had made several attempts to obtain event details however, the information was not available. The manufacturing records were reviewed and no nonconformities were observed. There was no evidence that there was a device issue.

Event description:
During a routine follow up, it was reported to nevro that a patient had passed away. There was no report of device issue prior to the reported event. There is no other available information regarding the cause of death.